Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, it was noted that the lead became prolapsed and became wedged at some point in the patient's right atrium or coronary sinus ostium. It was noted that the lead appeared to have kinked and a stylet could not be inserted past the proximal ring. The tip of the lead could not be freed from the cardiac tissue by traction, or the use of a stylet. The patient was being sent for an echocardiogram to understand the exact location of the lead and to determine if extraction of the lead will be possible at a later time. Additional information was provided that the echocardiogram was not specifically conclusive with an exact final location of the lead; however, it did allow the physician to know the lead was not stuck to the valve and was in the right atrium. It was also noted that the hospital where the lead was implanted did not have the necessary tools for extraction, and the lead was noted to be stable and not causing any problems to the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.